Event description:
It was reported that an asymptomatic patient presented in clinic during normal follow up with post-paced t-wave oversensing on the ventricular which was noted on a stored egm. Programming changes were made. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.